Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the entire drawer was failed and not recoverable. The customer reported that the medication was placed in the malfunctioning drawer, which caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie tray was not fully connected to the drawer. The field service engineer secured the connection and confirmed storage space has been recovered, the system functioned as intended after the field service engineer troubleshot the device.